Event description:
It was reported that the device had system failure alarm and audible alarm failure. No patient injury was reported.

Manufacturer narrative:
Customer reported that the device had system failure, audible alarm failure. Bottom seal broken. Plunger seal in tact. Chipped battery door. Performed power up process occlusion test,keypad test tested stop button during infusion,visually inspected pcbs,which all passed. Paa post. Unable to determine who cause the problem, found no damage to speaker. Replaced speaker as a preventative measure, no action taken for reported problem since no problem found. Performed power up process and all functional tests which passed.